Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1613c93ee , s/n: (B)(4); use by date: 25-oct -2019; upn # (B)(4)/ etlw1613c82ee, s/n (B)(4); use by date: 03-oct-2019; upn # (B)(4).

Event description:
An endurant ii aui was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Two endurant ii limbs were also implanted during the index procedure. It was reported that during the index procedure, a type iii endoleak was noted. The physician stated the event was device related.the stent graft was relined and the unknown type iii endoleak resolved. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
The type iii fabric tear was confined to the limbs and it was just the limbs that were relined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reported that the original stent graft and limbs where implanted during the index procedure and at the final run the leak was observed and the stent graft relined. The endoleak has been confirmed as a type iii fabric. If information is provided in the future, a supplemental report will be issued.